Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, device was explanted due to cylinder fracture / rupture.

Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the middle of the bladder of cylinder 2. Testing revealed this to be a site of leakage. Partial separations within burn-like marks were noted on the bladder of the cylinder near the tip. Testing revealed these not to be sites of leakage. A tow suture with an intact plastic sheath was present on cylinder 1 indicating the component had not been implanted. No visual or functional abnormalities were noted with cylinder 1 or the pump. The information received indicated the device was explanted due to cylinder fracture / rupture. Quality concluded that the observed separation in the cylinder bladder would have allowed the reported "cylinder fracture / rupture" however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, quality cannot determine the sequence of events leading to the observed separations. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because surfaces appear melted indicating contact with cauterizing instrumentation, and the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3990489. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.